Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon evaluation, the heat shrink was partially detached from the pulse wires in the distribution node causing them to short. The cause for the alarms was the shorted pulse wires. The root cause of the detached heat shrink cannot be positively identified. No adverse event resulted from the detached heat shrink on the pulse wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant electrode belt alarms. The pt was issued a replacement electrode belt.